Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012522159 was returned and analyzed. No anomalies were identified during external visual inspection of the array and shaft segments. Inspection of the handle showed it was broken at the distal end. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. Hipot verification for the integrity of electrode wire insulation revealed intact electrode wires without any insulation damage. Microscopic inspection of the handle segment identified that the shaft was broken at the distal tip of the handle. In conclusion, the loop catheter did not pass the returned product inspection due to the broken shaft at the handle distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there were issues with catheter steering and deflection. After the pulmonary vein isolation was completed, as the catheter was being removed from the body, the slide lever on the catheter, which allows the array to straighten, was extremely difficult to maneuver. Despite this, the case was completed with pulsed field ablation, and the post-procedure mapping was satisfactory. No patient complications have been reported as a result of this event.